Event description:
It was reported that over the past two weeks the manufacturing representative had issues with the external neurostimulator (ens) sho wing out of regulation (oor). The reporter stated they were privy in the ways to address this and they still got the oor message. The reporter further stated they felt the multilead trialing cable (mltc) may be the issue. It was noted the current trial patient had cervical stimulation with low settings. It was further noted the patient had one electrode at 240 pulse width and 1v. Additional information received reported that an oor was reported for the trial patient. It was noted the patient turned the amplitude past 10v when the oor occurred. It was further noted that impedances were in the 500-600 range. The reporter stated the patient felt electrodes on the top lead, but not the bottom lead. The reporter further stated that switching ports did work. It was noted the manufacturing representative stated that a similar event occurred last week. It was later reported that the patient was evaluated in the clinic ¿that¿ evening and it was determined that the leads had ¿pulled down significantly.¿ it was also noted that there was fluid in the mltc. The reason or the lead migration was undetermined. The leads were removed and the trial would be rescheduled. The patient could not say whether it helped for the short time he had it. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was also noted that the manufacturer representative was able to clear the oor from the ens using the clinician programmer. Additional information was requested, but was not available as of the date of this report.